Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. There were no post procedure complications to the patient.